Manufacturer narrative:
Dates of event, tests, implant, and therapy: estimated dates. UDI could not be determined as the part number was not provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number. The additional patient and case referenced in the article are filed under separate medwatch report numbers.

Event description:
It was reported through an article, identifying a (B)(6) year old male who underwent a mitraclip procedure to treat severe degenerative mitral regurgitation (mr). Two clips were implanted. Two months post procedure, the patient presented with acute decompensated heart failure. Blood cultures grew enterococcus faecalis and transesophageal echocardiography (tee) showed a new mobile echodensity on the atrial aspect of the p3 scallop and involving the medial mitraclip consistent with vegetation. There was new severe posteriorly directed mr with two jets. The patient was treated with 6 weeks of intravenous antibiotics. Several months later, the patient had stable new york heart association (nyha) class ii-iii symptoms with echocardiogram showing mr improvement and no evidence of vegetation. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation determined the reported mitral regurgitation appears to be related to the heart failure. However, a conclusive cause for the heart failure and endocarditis cannot be determined. The reported patient effects of mitral regurgitation, endocarditis and heart failure as listed in the instruction for use (IFU) are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.